Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheters needed to be manipulated hourly to ensure they drainage. They were too flexible and dependent loops were hard to prevent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheters needed to be manipulated hourly to ensure the drainage. They were too flexible and dependent loops were hard to prevent.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hip at all times. Empty the collection bag regularly (e.g. Prior to transport) using a separate, clean collection container for each patient." (B)(4).

Event description:
It was reported that the catheters needed to be manipulated hourly to ensure drainage.